Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -11.5/+1.0/031 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault. It is noted that the patient does not want to undergo another operation.

Manufacturer narrative:
The lens was returned dry in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).